Event description:
(B)(4). Same case as MDR #2134265-2012-07473. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2010, the patient was diagnosed with stable angina and was referred for cardiac catheterization. The first, 90% stenosed, 9mm x 3.5mm, de-novo target lesion was located in the proximal portion of the saphenous vein graft (svg) to the ramus. The target lesion was treated with direct stent placement using a 3.50 x 12 mm taxus liberte stent with 0% residual stenosis. The second, 95% stenosed, 6mm x 2.5mm, bifurcated, de-novo target lesion was located in the proximal left anterior descending artery (lad). The second target lesion was treated with direct stent placement using a 2.50 x 8 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain. Cardiac enzymes were noted to be elevated and st elevation myocardial infarction was diagnosed. The patient was hospitalized and cardiac catheterization was recommended. The totally occluded svg to ramus with thrombus was treated with aspiration thrombectomy, balloon angioplasty and placement of a 4.00 x 22 mm non-bsc stent with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged two days later.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).